Event description:
Pt was having pump refilled and it was discovered that approx 18 cc of 500 mcg/ml baclofen had been injected into the pocket area. The nurse was able to aspirate about 3 ml back from the pocket. The nurse stated that she believed the systemic effect of the 7.5 mg of baclofen remaining in the pocket would not be significant at that dosage. Review of recommended oral dosages of baclofen show a range from 15-20 mg three times daily.